Event description:
The customer reported that during a routine check of the iabp, the display turned red. The customer tapped the display and the display returned to normal. No pt was involved.

Manufacturer narrative:
The company rep observed that the display became red from moving or tapping the display. The company rep replaced the lcd (part number 0160-00-0085) and the upper dsp to ICD cable (0012-00-1558). The iabp was tested to factory spec. It functional normally and was returned to the customer. (B)(4).